Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cannula was discovered bent due to the patient wearing the pump on the waist and pulled the tubing and cannula halfway out. The cleo set was replaced and the issue was resolved. Patient experienced elevated glucose. No injury was reported.